Event description:
During a procedure for angioplasty, the balloon sheared off the catheter within a 7.5fr sheath.

Manufacturer narrative:
No product was returned, only the lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device we are unable to determine with certainty how this incident may have occurred. It is possible that if the balloon was not properly deflated, excessive resistance may occur. A information for use booklet is provided with this product, which provided recommendations for balloon inflations and catheter withdrawal.